Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, low ventricular sensing was observed on the right ventricular (rv) lead. The rv lead was not used and was replaced. The patient's condition was unknown.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: previously reported g3 should have been 30 jun 2021 rather than 19 jul 2021.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, low ventricular sensing was observed on the right ventricular (rv) lead. The rv lead was not used and was replaced. The patient's condition was stable throughout the procedure.